Event description:
There was an allegation of questionable crep2 creatinine plus ver.2 results for 2 patient samples on a cobas 8000 cobas c 701 module. The customer was prompted to repeat the patient samples as the initial results did not match the patients' previous result. For sample 1, the initial creatinine result was 20 mmol/l. The repeat result was 75 mmol/l. For sample 2, the initial creatinine result was 200 mmol/l. The repeat result was 800 mmol/l. No questionable results were reported outside of the laboratory.

Manufacturer narrative:
The reagent lot number and expiration date were not provided. The field service engineer (fse) found that there was a seal missing on a sample probe and replaced it, removed water from the main degasser, adjusted the water rinse level on a sample probe, the cuvettes, and a reagent probe, adjusted the positioning of the reagent probes, and adjusted the gear pump. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.